Manufacturer narrative:
(B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and found that the mechanics swing fork were blocked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due improper cleaning and maintenance. This is further defined as misuse, abuse, and possibly user error. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the (B)(6) that during service and evaluation, it was observed that the mechanical swing fork on the oscillating saw attachment device was blocked. It was noted in the service order that "it does not work properly". This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.